Event description:
On (B)(6) 2019 MRI confirmed the allergan natrelle silicone implant in my left breast was ruptured. They were placed (B)(6) 2012. Numerous symptoms including a palpable nodule lead me to have the implants evaluated: decrease in vision, swelling and joint pain, chronic fatigue, hair loss, mental anxiety, with all symptoms coming on stronger over the past few years. It will remain unk to how long the rupture was leaking. The shape of the implant upon explant removal on (B)(6) 2019 shows an irregular shape capsule that contained bright yellow-green silicone. I declined the option to have the implants replaced due to the illness suffered from the product. I am here to report my story and my suffering from an FDA approved product in hope that it can help with awareness of the risks breast implants have to your health. Initial seroma confirmed at the ultrasound led to the MRI to confirm rupture. FDA safety report ID# (B)(4).